Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The energy was delivered without any issues and passed the cut test. There were no signs of wobbling observed. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.004¿. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. No image or video was available for review. A review of the device logs for the vse instrument (part number 480422-01/ lot number l90220510-0005) associated with this event has been performed. Per this review of the logs, the vessel sealer extend instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). There were 0 use remaining after this last usage. A review of the vse instrument log associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure engineer (fae). The following additional information was provided: it was found that there were 11 different instances of high initial starting impedance within the 3 hours and 10 minutes this instrument was being used. After each impedance error, the user was able to utilize the sealing function with no other errors. High impedance is usually an indication that there is too much tissue or fluid in between the jaws of the instrument when energy is being activated. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument jaws were wobbling in the sealing and cutting cycle. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument was inspected prior to use with no issue. There was no patient injury. The customer stopped using the vse instrument and continued with the procedure.